Event description:
It was reported via clinic notes that a vns patient was hospitalized due to suicide attempt. Follow-up with physician assistant revealed that he does not treat patient for mental health issues and he was just aware of such issue. The generator was explanted and received by manufacturer where product analysis is underway. Further follow-up with physician assistant to obtain treating physician's name for patient's suicide attempts have been unsuccessful to date.